Event description:
The customer reported that when you brush the endoscope where the suction valve is located through the endoscope towards the suction nipple, the brush get caught up in the control unit about 7 cm from the suction nipple. However, if you brush from the other direction, from the suction nipple the brush does not get caught up. The scope has been returned to the regional repair center (rcc). The scope was sent to hmi for microbial testing and cultured positive for enterococcus faecalis and staphylococcus pasteuri in the scope¿s air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Further evaluation of the returned device could not reproduce the customer¿s complaint of ¿ the brush becoming caught.¿ the scope¿s channel was brushed with a test olympus cleaning brush and found to smoothly insert into the distal end of the scope without resistance. However, the bending section glue was found to be worn. The cause of the customer experience and the device positive culture cannot be determine at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was likely not caused by a device malfunction, but some other issue related to use of the device. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.